Event description:
It was reported that there was a low alarm volume (during testing). No patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the sticker seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported problem for low alarm volume was duplicated during the investigation. The root cause of the reported event is unknown. The defective rear back piezo will be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown